Event description:
It was reported a patient experienced two hernia's coincident with peritoneal dialysis (pd) therapy on the homechoice. The type of hernia was not reported, but was described as being located in the lower abdomen. The patient was scheduled for surgical hernia repair two days after receipt of this report. The cause of the hernia's was unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The reported event occurred on an unspecified date in (B)(6) 2013. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. As the device was not returned, a complete device analysis could not be completed. A review of the device history records and service history showed no failures or malfunctions that could have caused or contributed to the reported hernia. The cause of the reported event could not be determined with the available information. If there is any further relevant information from that review, a supplemental medwatch will be filed.